Event description:
The triple valve procedure started with the mitral valve replacement; the surgeon implanted an ap mitral, 28mm. An ap aortic valve was implanted and a tricuspid repair was performed. Under echocardiographic visualization it was apparent that there was a lot of perivalvular leaking around the mitral valve. The surgeon went in to resolve the leak, at which time an lv separation or tear was noted. The 28mm ap mitral was explanted, and a 25mm valve along with a patch was implanted. They were not able to stop the bleeding and the pt expired.

Manufacturer narrative:
The device history record has been reviewed and found to be within specifications and met all acceptance criteria. Pt's condition- predisposed event. The pt had had rheumatic fever and the annulus was very calcified. Device not returned- no evaluation. No valve is being returned for investigation.